Event description:
This patient came in today for a routine device evaluation. When the wand was placed over the device communication could not be established. The programmer was rebooted, the patient was brought to a different room, 2 other programmers were attempted, all without a successful interrogation. The patient was then sent home and told to come back in 2 days to attempt again. The patient came into the office today to attempt an interrogation again. When the wand was placed over the device communicatin could again not be established. The recommendation to explant the device was then made.